Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, that the pt developed urinary retention following a sling procedure. The urinary retention was correlated to a physiological anomaly. A rudimentary kidney and a double ureter system were found during urological exam. The tape was cut and ureterolysis was performed.